Event description:
The customer contact reported the ground prong on the ac power cord plug was bent. The pump was returned to the biomedical engineering department with an unsigned noted stating, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2010 by the hospira field service engineer. The ac power cord was rec'd at the mfg facility on (B)(4) 2010. Testing and investigation found the ac power cord ground prong was bent. The device passed the electrical safety test. The probable cause for the bent ground prong is use in the customer environment. If the ac power cord was attempted to be removed from an ac power outlet by pulling at an angle, it is possible to damage the ac power cord ground prong. This report represents all the info known by the rptr upon query by hospira personnel. (B)(6).